Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h4, h6, h11 corrected fields: d10 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the single use distal cover connected to the duodenovideoscope was found in the patient's mouth after an endoscopic retrograde cholangiopancreatography procedure. The patient was waking from anesthesia, noticed the cap in their mouth, spit it out. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.